Event description:
It was reported that the tip of the torque wrench broke apart. The tip could was scrapped by customer.

Manufacturer narrative:
Lot#: 10g715. Visual inspection, device history review, complaint history review, risk assessment. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The hex-tip on the returned instrument was confirmed to be broken. As the event is multifactorial in nature, a specific root cause cannot be determined.

Event description:
It was reported that the tip of the torque wrench broke apart. The tip could was scrapped by customer.